Event description:
It was reported that a device did not deliver the programmed amount of 20.8 ml/hr of nafcillin (total vtbi) unk). It was reported the bag of nafcillin was hung at noon on (B)(6) 2013 (total amount in IV bag is unk), and at noon the next day ((B)(6) 2013) there was still about 200 ml in the IV bag. It was also reported that there was no patient injury or adverse event related to the reported under infusion.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom of under-infusion could not be confirmed or reproduced. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure, and found to deliver within specification. This record addresses the second of two complaints involving the same device referenced by the customer. The device will be returned to the customer.